Event description:
It was reported the insulin pump would count up delivery then it stops and it goes blank. Customer's mother was not sure if the device delivery insulin. Customer states that customer was trying to enter blood glucose reading and the device counts as if it was delivering insulin. Customer's blood glucose was 27.4mmol/l. The device was programmed to deliver .975 units of insulin and device only delivered .005 units before quitting and the device did not alarm to prevent delivery. Customer's mother was advised to disconnect the device from the customer. Customer was advised to program a 1.0 unit bolus. The full amount was programmed in the history. Customer's mother was still concerned that the device did not alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.